Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens and the haptic got stuck in the injection system during insertion. The lens was removed without any patient injury.

Manufacturer narrative:
Evaluation codes, results: visual inspection of the returned product showed that half the optic and a haptic was torn off and missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.